Event description:
It was reported that the hospital it / biomedical engineering department detected that the computer for pre-op planning is infected with the wannacry virus. No patient involvement, no surgery involved. The field service engineer did not detect infection during the scan performed as part of the last preventative maintenance on 22-apr-2019.

Manufacturer narrative:
Corrected data due to additional information received: device availability : returned to manufacturer and date returned to manufacturer date received by manufacturer.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that the hospital it / biomedical engineering department detected that the computer for pre-op planning is infected with the wannacry virus. No patient involvement, no surgery involved. The field service engineer did not detect infection during the scan performed as part of the last preventative maintenance on 22-apr-2019.

Manufacturer narrative:
It was reported that the hospital it department detected wannacry virus infection on the computer for pre op planning. Device history record review and complaint history review were not performed based on the low severity of this complaint. The subject computer for pre-op planning was returned to the manufacturing site for evaluation, where the infection by the wannacry ransomware was confirmed. The user manual provides the necessary instructions to avoid a virus infection from an external source. There is no indication that those instructions were not followed by the surgeon. On this occasion, not enough evidence is provided to determine the origin of the virus arrival. It was noted that at the time of the analysis, an engineering change request was on track in order to find an updated antivirus solution.

Event description:
It was reported that the hospital it / biomedical engineering department detected that the computer for pre-op planning is infected with the wannacry virus. No patient involvement, no surgery involved. The field service engineer did not detect infection during the scan performed as part of the last preventative maintenance on 22-apr-2019.